Manufacturer narrative:
Concomitant products: model: d284drg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high rv pacing impedance. A lead fracture is suspected. The lead was partially removed and a new lead was implanted no patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.